Manufacturer narrative:
Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, a)burst b)hole c)c; cam condition, abc)good; desufflation lever condition, abc)good; extension condition, abc)good; inner gasket condition, abc)good; outer gasket condition, abc)good; sleeve condition, abc)good; stopcock condition, ab)open c)closed. Functional tests & results: balloon inflation test, abc)could not insuffl. Analysis conclusion: a) it was concluded that balloon had burst, making the inst. Non functional. Inst. Was received and complete balloon was separated from inst. And it was returned. No conclusion could be reached how balloon had burst. B)it was concluded that balloon had become punctured, making the inst. Non functional. Inst. Was received with 3 samll puncture holes in proximal portion of baloon. No conclusion could be reached how balloon had become punctured. C)it was concluded that balloon had become cut, making inst. Non functional. Inst. Was received with a small slit in proximal portion of balloon, which was approximately 1/16" in length and no conclusion could be reached how this damage may have occurred. Abc)the 3 hand bulbs that were returned with the inst. Were all defective and would not function as designed. Note:it was originally reported that 1 inst. Was being returned, but 3 were received. Abc)each instrument is evaluated during assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the balloon burst. There was no pt consequence.